Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. Although damage to the transducer¿s I-tube was identified, the reported problem could not be reproduced or confirmed. The system has returned to service with no similar issues reported.

Event description:
A customer reported their s7-3t transducer would not articulate while in use with an epiq 7c ultrasound system. The transducer was exchanged to resolve the issue. There was no patient or user harm associated with this event. A philips field service engineer evaluated the transducer and found it was not moving as intended. The customer immediate concerns were address by replacing the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.